Event description:
Boston scientific received information that immediately following the implant of the new device, right ventricular (rv) pacing impedance measurements were within acceptable limits. Approximately two weeks later, rv pacing impedances were greater than 2,000 ohms. A CT scan of the device was performed, which revealed that the tip of the rate/sense lead was not beyond the connector block of the device. Under-insertion was suspected, as the defibrillation pins were observed to be beyond the block. An invasive revision procedure was performed. The rv lead was observed to be loose from the device header, enough so to have tissue growth on the lead tip. The physician pulled the lead out, cleaned it and re-connected the lead. Lead measurements were within acceptable limits. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.